Event description:
Subsequently, the patient returned and high energy shock testing was performed. Both pacing and shock impedances, were within normal ranges. No further intervention taken. To date, this lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent in clinic follow-up, high out of range shock impedances values were exhibited. It was further reported that since implant, a gradual rise in measurements has been observed. Boston scientific's technical services reviewed case information, stating that historically with this observation, a lead integrity issue is not likely but rather, the rise is due to a lead tip calcification. The patient returned for follow-up and high output pacing was performed. Both shock and pacing impedance measurements retaken however, minimal changes were noted. A high energy shock will be scheduled for a later date. No surgical intervention has been required and the patient will be followed on latitude. No resulting adverse patient effects were reported.